Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, a customer requested to technical support specialist (tss) that case was submitted in error and proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was stuck and could not be opened. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.